Event description:
It was reported the procedure was being performed on a (B)(6) who was receiving antibiotics for an infection. The catheter was placed on (B)(6) 2013. The pt returned to the hospital due to pain and an ultrasound was done showing a dvt. As a result, the catheter was removed and discontinued. It was noted this was the first PICC line the pt had in place.

Manufacturer narrative:
(B)(4). The device will not be returned.